Event description:
It was reported that black flakes were coming out of the micro reciprocating saw after a case. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, debris and corrosion was discovered internally.